Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, deep vein thrombosis (dvt), and post-thrombotic syndrome. The patient is also reported to have experienced phlegmasia, urinary retention, femoral nerve palsy and anxiety. The patient submitted for a computerized tomography scan approximately seven months post filter implant, the reason for the scan has not been provided, and it was noted that caval thrombosis extended to the filter. The indication for the filter implant was a history of dvt and pulmonary embolism (pe), now with a gastro-intestinal bleed. The filter was placed via the right femoral vein and deployed appropriately with good apposition to the walls of the vena cava. The patient tolerated the procedure well and there were no reported complications. The patient¿s medical history has not been provided. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Phlegmasia cerulea dolens is an uncommon severe form of deep vein thrombosis (dvt) resulting from extensive thrombotic occlusion. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Vena cava filters are not indicated for use in the prevention of dvt. Without the procedural films or post implant images available for review the reported caval thrombosis, dvt, post thrombotic syndrome and phlegmasia could not be confirmed or further clarified. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without the patient¿s medical history and the limited information provided it is not possible to discern what factors may be contributing to the reported events. Anxiety, urinary retention and femoral nerve palsy do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, dvt, and post-thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post thrombotic syndrome is a medical condition that may occur as a long-term complication of deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis, dvt, and post-thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of upper gastrointestinal bleeds, deep vein thrombosis and pulmonary embolism. The patient tolerated the procedure well. According to the patient profile form (ppf) the patient submitted himself for a CT scan of his filter seven months after the index procedure. It was noted that a caval thrombosis extended to the filter. The patient also experienced urinary retention, femoral nerve palsy, anguish, anxiety and stress. (B)(4). Additional information is pending and will be submitted within 30 days of receipt.